Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on july 30, 2024 due to an extrusion of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.